Event description:
A lead extraction procedure commenced, extraction and lead location unk. The physician used a spectranetics tightrail rotating dilator sheath to aid in lead extraction. Per report, after approximately 10 actuations of the tightrail trigger, the blades would no longer rotate. The procedure was completed using another tightrail with no reported patient harm. However; during device evaluation on (B)(6) 2022, it was discovered that the blades of the tightrail were not retracted and were found to be in an extended position, past the outer band of the device. This report captures the tightrail which was found with extended blades during device evaluation, potential for harm.

Manufacturer narrative:
Patient''s date of birth, age unk. Patient''s gender unk. Patient''s weight unk. Patient''s ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was returned and evaluated by a cross functional team. The device had audible crepitation the entire length of the shaft and it held shape set (meaning significant biologics were present within tightrails shaft). The blades were in an extended position (should be retracted), past the outer band at the tightrails distal tip. It could not be determined if the blades were concentric with the outer band due to excessive biologics. With the handle halves separated, the inside of the device was clean of biologics. The trigger tabs on the handle showed heavy wear and the trigger pin was sheared off and found loose inside the handle. Based on the orientation of the barrel and sleeve, it appears the barrel rotation stopped mid track, likely the reason for the blades being extended. The home track corner on the barrel was rounded. The sleeve appeared damaged as if the trigger pin came in contact with the edge of the sleeve. Additionally, a bronze streak from the trigger pin was observed on the surface of the sleeve, extending from the damaged edge to the surface of the sleeve. During manual actuation, the shaft did not actuate as intended, due to biologics. H6): based on the device damage found during device evaluation and investigation, this failure likely occurred due to resistance encountered at the distal tip from heavy calcification or the other biologics. Although excessive biologics caused trigger pin and sleeve damage and the device''s blades to be extended, this has been determined to be a design related failure due to the damage observed.